Event description:
The patient's mother called animas on march 29 and reported that the patient was having low blood glucose levels recently. The patient's blood glucose level was 200 mg/dl the evening prior calling animas and the mother programmed a bolus dose using 1.5 units less than the pump recommended. At 2 am, the mother checked her blood glucose level and it was 48 mg/dl. The mother woke the patient and treated her for low blood glucose levels and the patient woke in the morning with a blood glucose level of 150 mg/dl. The mother gives the patient 15 grams of carbohydrates if the patient's blood glucose is less than 70 mg/dl. She says that she has been adjusting the patient's basal rates lower at times and is not sure why her blood glucose level is low lately. She says there is no pattern to the lows but the patient is getting more of them lately. The mother was concerned that the patient's target blood glucose was too low. The animas representative advised the mother to verify pump settings with an hcp. The mother was uncertain about the pump's isf setting. She says that her daughter's blood glucose level is more variable the week before menses but she is not yet regular with menstrual cycles so no pattern is determined yet. She says, she always reviews the bolus history and has found no extra or missed bolus doses. This complaint is being reported because, the patient suffered low blood glucose levels requiring treatment while on pump therapy.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. No defect was found. The pump was tested on a 29-hr flow test; the pump passed the required test and was found to be delivering accurately and within the required specification. Review of the available black box and alarm history shows no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.